Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address implant wear approximately seven (7) years and five (5) months post-operatively. Initial operative notes did not identify any complications. Revision operative notes indicate that the patient was revised due to failed right total knee replacement. During the revision, the tibial poly was noted to have significant wear, especially along the medial aspect anteriorly and at this point, a significant amount of hypertrophic fibrotic tissue and adhesions were excised with sharp dissection. The adhesions were debrided and the polyethylene bearing was removed. No evidence of loosening for either the tibial or femoral component was identified. The joint was debrided of debris and a new polyethylene component was implanted. No other components were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. Reported event was confirmed by review of medical records. Medical records identified that the patient was experiencing pain and anterior instability. During the revision, poly wear was noted with hypertrophic fibrotic tissue and adhesions, with no loosening to the tibial and femoral components. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Concomitant devices: vanguard cruciate retaining porous femoral component right 65, catalog #: 183048, lot #: 000250. Biomet regenerex primary tibial tray 67mm, catalog #: 141272, lot #: 084280. Series a standard patella 25mm, catalog #: 184700, lot #: 137600. Biomet finned primary stem 40mm, catalog #: 141314, lot #: 577890. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address implant wear approximately seven (7) years and five (5) months post-operatively. No additional patient consequences were reported.